Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy intraperitoneally (ip) via continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with an unspecified antibiotic. On an unreported date in 2011, the event of bacterial peritonitis with (B)(6) resolved. Dianeal pd2 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse reported the event of bacterial peritonitis with (B)(6) was not related to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10l07041, h10k12043, h10k12043, h11b21041, h11c31030, and h11d25048 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.